Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information verification of the integrity of the balloon prior to insertion. Insertion of the urinary catheter into the patient. The balloon punctured when inflated to 45ml in the patient's bladder. The catheter was discarded. The balloon burst with possible missing fragments, not certain. Significant pain for the patient because the catheter was no longer in the bladder. No other catheter inserted.

Manufacturer narrative:
After receiving this complaint we searched for other complaints and we didn't find other complaint regarding the lot number. Balloon bursting issue is known but according to the available information we cannot conclude on a specific root cause. Quality database was checked and revealed a corrective and preventive action was opened and monthly monitoring is occurring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded.

Event description:
According to the available information verification of the integrity of the balloon prior to insertion. Insertion of the urinary catheter into the patient. The balloon punctured when inflated to 45 ml in the patient's bladder. The catheter was discarded. The balloon burst with possible missing fragments, not certain. Significant pain for the patient because the catheter was no longer in the bladder. No other catheter inserted.